Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the entire system was explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. The event of system explant was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.